Event description:
Medtronic received information that this bioprosthetic valve, implanted less than one month, had a damaged leaflet secondary to calcification. Subsequenlty, the valve was explanted. The valve was discarded and will not be returned. Additional information was received that the valve was actually implanted for ten years. Pre-operative echocardiogram showed stenosis with peak gradient of 63.23mm/hg and mean gradient of 33.64mm/hg. Paravalvular leak was also observed. No adverse patient effect was reported.

Manufacturer narrative:
The implant duration was corrected and serial number of the valve was provided; therefore, a device history review could be performed. Based on that review, this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Manufacturer narrative:
No product was returned. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. The device history record was not reviewed as the serial number of the device was unknown.

Event description:
Medtronic received information that this bioprosthetic valve had a damaged leaflet. Subsequenlty, the valve was explanted. The valve was discarded and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.